Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. It was noted that the clinic was unable to reproduce the noise. The physician elected to monitor the patient. There were no patient consequences.